Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.